Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 3.00x24mm promus element plus drug eluting stent was selected to treat the lesion; however the device was unable to cross the lesion. When the device was removed, it was noted that distal tip of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube was kinked approximately 204mm distal to the strain relief. It was also noted that the tip was slightly flared. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 3.00x24mm promus element plus drug eluting stent was selected to treat the lesion; however the device was unable to cross the lesion. When the device was removed, it was noted that distal tip of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.